Manufacturer narrative:
7/9/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
5/19/2023 - the consumer claims to have received a blister on her back while in use of the product. The consumer had the device on her back for 30 min.

Manufacturer narrative:
05/19/2023 - we have requested the device be returned to the manufacturer for an investigation. To date we have not received the device.

Event description:
(B)(6)2023 - the consumer claims to have received a blister on her back while in use of the product. The consumer had the device on her back for 30 min.